Event description:
On august 10, 1992 nurse (1) was walking down hallway of hospital with batteries in battery rack, on her way to autoclave them. Nurse (1) stopped to talk with nurse (2). Nurse (1) put the battery rack on her side under her arm. Nures (1) saw an ark and felt a shock, her wrist began to burn. Nurse (2) was trying to get nurse (1)'s watch off which was very hot. They both went to the emergency room where nurse (1) was treated for third degree burns on her right wrist and nurse (2) was treated for second degree burns on her right thumb. The hospital's biomed department was called immediately. They felt that this event was caused when the metal from nurse (1)'s watch contacted with the metal on the batterydevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.